Manufacturer narrative:
Model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: 334440, model/catalog description: spectra wavewriter ipg kit. Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 5085440, model/catalog description: infinion cx lead kit, 50cm.

Event description:
A report was received that the patient had scar tissue which caused high impedances and loss of stimulation. The patient underwent wherein the lead was replaced and the pocket site was revised. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had scar tissue which caused high impedances and loss of stimulation. The patient underwent a procedure wherein the lead was replaced and the pocket site was revised. The patient was doing well postoperatively.